Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2025, the patient had shortness of breath with abdominal ascites. Medications were provided as treatment.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported swelling/edema. The dyspnea appears to be a cascading effect of the recurrent tricuspid regurgitation (tr). Swelling/edema, and dyspnea are listed in the instructions for use as known possible complications associated with triclip procedures. The reported medication required was a result of case specific circumstance. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent tricuspid regurgitation (tr) and tricuspid stenosis. Tr and tricuspid stenosis are listed in the instructions for use as known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This procedure was added to capture the third clip procedure, performed on (B)(6) 2025. (B)(6) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation (tr) grade 5, a horizontal heart. Two xtw triclips (tcds0303-xtw, 30421r1068 and 30421r1069) were successfully delivered and deployed, reducing the tr to grade 3. On (B)(6) 2024, worsening pulmonary hypertension was noted, possibly device related. Per physician, the event was not serious. There was no hospitalization and no treatment needed for this event. On (B)(6) 2024, recurrent tr was noted on a follow-up echocardiogram. On (B)(6) 2024, the patient was hospitalized with heart failure and pulmonary hypertension. Reportedly, the hospitalization was not due to the pulmonary hypertension. The recurrent regurgitation was deemed unrelated to the device. That day, another clip (xtw, 40501r2022) was implanted as treatment, reducing the tr from grade 5+ to severe grade 3+. Reportedly, the triclips remained stable and well seated. Per physician, the recurrent tr following the 1st procedure was unrelated to the device and was due to disease progression - functional tr with dilated annulus. There was no serious injury associated with the index procedure clip. On (B)(6) 2024, recurrent tr, an elevated gradient, worsening pulmonary hypertension, heart failure, shortness of breath with lower extremity edema, and weight gain were noted. Medications were provided as treatment. Reportedly, the triclips remained stable without a malfunction observed. The physician wants to follow-up with the patient's pulmonologist for non-compliance with CPAP machine used for sleep apnea. On (B)(6) 2024, the patient presented with heart failure, along with shortness of breath at rest and with exertion. Per imaging, the clips remained in place with mild-moderate tr. On (B)(6) 2024, the patient was admitted to the hospital with worsening heart failure, shortness of breath, fatigue, and peripheral/lower extremity edema. Medications were provided and the patient¿s condition improved. On (B)(6) 2024, the patient continued to experience congestive heart failure. Medications were provided. (B)(6) 2025, severe tr was noted along with an elevated gradient, pulmonary hypertension, heart failure, shortness of breath, abdominal bloating/swelling with ascites. Medications were provided as treatment. On (B)(6) 2025, the gradient decreased to 2.4mmhg. On (B)(6) 2025, the patient had been hospitalized for fatigue, ascites, shortness of breath, peripheral edema, and recurrent regurgitation. As treatment, another clip procedure was performed. Another triclip (xtw, 41106r1114) was placed, reducing the tr from torrential to severe. Another clip was going to be placed; however, it was decided to not place the clip due to an elevated gradient upon assessment. The clip was removed without an issue reported. There was no injury associated with this clip. Mediations were provided for the heart failure symptoms. On (B)(6) 2025, the patient was discharged with moderate tr noted. There was no device malfunction reported. Additional information was received on 04april2025, adding the third procedure / third procedure clip as a complaint: on (B)(6) 2025, recurrent regurgitation and an elevated tricuspid gradient was noted following the third procedure.